Event description:
User facility reported a successful novasure ablation performed in early 2009. Approximately 2 weeks later, the patient returned to the emergency room (ER), on the following month, with pelvic pain. "An ultrasound noted a 6-7cm tubal ovarian abscess". Intravenous antibiotics (name unknown) were given in the ER but the patient did not improve and was admitted to the hospital. Two days later, surgery was performed to drain the abscess. The patient improved with continued antibiotics and was discharged home five days later. During follow-up the following month, the physician reported cefazolin sodium (ancef), 1 gm, was given (route unknown) pre-ablation. He reported that in spite of antibiotic given in the ER the patient's fever and white blood cell (wbc) count continued to rise. She was admitted and required abdominal surgery to drain the pelvic abscess which was found to be 10cm in size. Additionally, the physician reported the patient has been seen on follow-up and is doing "fine".

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system.